Manufacturer narrative:
Investigation results: visual investigation: investigation was carried out visually and microscopically. The handle of the nt414r is broken at the last hole before the striking plate. The cross sections (dimensions) in this area are small. The breakage surface of the 4 metal bares of the handle were inspected visually. A definitive fracture areas analysis is hardly possible because the fracture surfaces are very small. The impact plate shows clearly visible damages of strong hammer blows. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results further investigations wer initiated during product safety case ((B)(4)). Adjustments of the handle were done to avoid further breakages.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nt414r - cup insertion device. According to the complaint description, the impactor broke "on the backside" during surgery. The patient harm is unknown. Additional information was not provided. The malfunction is filed under aag reference (B)(4).